Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated the call service alarm repeated three times and that the issue was not resolved after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: multiple alarms were observed in the black box history on the reported failure date of 10/27/2013. The time and date was accurately set at the start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation and moisture corrosion was observed on the printed circuit board. The pump booted to the verify screen. The display screen was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.